Event description:
The product was new, and after removal from the package, the product was not damaged. During insertion, a constant flush was maintained at all times through the microcatheter/catheter. The target site was an aneurysm. The resistance did not occur with the vessel. No further info was available.

Manufacturer narrative:
The product is expected, but it has not been received. Additional info will be submitted within 30 days.